Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins would not charge. Pt stated that they are also unable to turn the ins on. Pt stated that they had a motorcycle accident (unrelated to the ins), where they were thrown off the bike, and the pt's side where the ins battery is implanted got hit. Pt confirmed all of these issues started on (B)(6) 2021 (date valid) when the pt had the motorcycle accident. Pt stated they need the ins turned back on. Pt reported as well that it has been a month or two since they last recharged the ins. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported.